Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ delirium.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026 at approximately 2:30 am, the patient was asleep when she suddenly fell out of bed, hitting her eye in the process, and woke up. Her partner witnessed the fall and became concerned. Shortly afterward, the patient was snorting, arm waving, mumbling, excessive sweating, and confused. Recognizing these symptoms, the patient's partner administered baqsimi nasal spray (glucagon) and helped her back into bed. Approximately 15 minutes later, the patient performed a fingerstick test and found that the dexcom reading remained inaccurate. The patient recalled that during the event, the partner had informed her that no dexcom low glucose alert had sounded because the sensor was displaying a significantly different glucose value and was not accurately reflecting her actual low glucose level. No exact bg meter or cgm readings were reported at the time but the blood glucose was very low while the dexcom displayed a much higher, inaccurate reading. Following the incident, the patient remained awake to further treat hypoglycemia. The patient was given grape juice to drink and ate half a donut. After some time, her glucose levels improved, her symptoms gradually resolved, and she was able to return to sleep. The whole incident happened from approximately 2:30 am to 3:15 am. At the time of the report, it was noted that the patient recovered from her incident and was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.